Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed with local anesthesia. The patient was not on oral anti coagulants prior to the procedure. Heparin was administered prior to the transseptal puncture (tsp). The physician had not given another bolus after the until activated clotting time (act) was read about 10 min prior to watchman device deployment. The act was 284 seconds when the 24mm watchman laa closure device was inserted. The watchman was deployed after a few recaptures when a flickering substance was noted on the watchman device face about 20 minutes into the procedure via transesophageal echocardiogram (tee). The watchman was aspirated. The watchman device was removed from the body as was the watchman access sheath double curve as precautionary. The procedure was continued once act was greater than 300 seconds; however, the case was aborted due to anatomical lack of depth. The patient was put on dual antiplatelet therapy. The patient is expected to fully recover and remained in sinus rhythm throughout the procedure.